Event description:
It was reported the handpiece was found with a broken stud at the beginning of a case. The handpiece wsa swapped with another handpiece and the case was completed with no patient consequence.